Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the associated lead and device displayed a lead safety switch after recording a low out of range pace impedance measurement. There also was noise and oversensing noted. The local boston scientific field representative was contacted for additional information but none was provided. The system remains in service. There were no adverse patient effects reported.